Manufacturer narrative:
Corrections: (B)(4). Also, a medtronic representative reported that there was a patient present and that the issue caused a 15min delay prior to surgical use of the system. Patient demographics were unavailable from the site. There was no reported impact to the outcome of the patient. Additional information: the computer was returned to the manufacturer and is currently under analysis. The software investigation was inconclusive as several attempts were made to retrieve the software logs without success. A medtronic representative went to the site to test the equipment. The rep tried to reproduce the issue by rebooting the system five times and importing multiple exams from a usb stick but could not replicate the reported issue and the system worked fine. The biomed rep (site) confirmed that the issue reoccurred after the surgery. Since the issue appeared intermittent and difficult to reproduce, technical service recommended computer replacement. The rep replaced the computer and restored all the settings, and reconfigured network and nethog. A system check out passed successfully and the system was fully functional and ready for clinical use.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative, following-up with the site, reported the site representative stated this issue did take place prior to use and prior to the patient being in the room, delay to surgery was approximately 10 minutes. This issue occurred a second time, at the end of a procedure as they were shutting down, and with another site representative who described the screen as static and unresponsive. The surgeon has had it happen on three different occasions, similar chain of events. Return of suspect computer requested. No parts have been received by manufacturer for analysis.

Event description:
A site representative reported that a surgeon alleged their navigation system screen would not advance and had lines across it. In trouble-shooting, the site representative re-booted the navigation system and normal function was restored. Issue resolved. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Suspect computer analysis as follows: initially booted and launched framelink application and stayed in fl for 2 hours with no unresponsiveness. Launched multiple apps and found no problem with loading exams or slowness. Computer then passed phd and all subsequent testing with no problem found. Unable to duplicate reported event. Replacing the computer resolved the issue and there have been no recurrences.